Event description:
Sales rep reports optometrist who states that several pts have presented with corneal ulcers after wearing acuvue oasys contact lenses. Multiple attempts were made to speak with the optometrist without success. It is unk how many pts or the location or severity of the ulcers. Info rec'd from complainant is limited and suggested potential serious injury is being reported as worst case. Will provide add'l info if it becomes available.